Event description:
It was reported that during a gastric bypass procedure, the doctor found a reload with an incomplete line in the distal part. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: = swing tab in unlocked position. The analysis results found that the tcr55 cartridge was received in good visual conditions and with no instrument. The reload was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape.

Manufacturer narrative:
(B)46). Information anticipated, but unavailable at this time.